Manufacturer narrative:
Data analysis indicated that the patient sample had a CT value at the limit of detection (lod), an indication that it is a low titer sample. Very weak samples near the lod of the assay is expected to receive inconsistent and wavering results from run-to-run, especially when they are tested on different assays with different sensitivities. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system when compared to the results generated by genexpress cepheid. On (B)(6) 2021, run # 2658 generated sars-cov-2. The patient¿s sample was re-collected and tested at a different facility on the genexpress cepheid platform and the result was negative for the sars-cov-2 target. The results were reported to the patient and or/ medical personnel. No harm is alleged. Reported a sars-cov-2 detected result with a CT value of 33.45. The sample for the patient was recollected and tested on the cepheid platform with negative sars results. An investigation was conducted to evaluate the customer¿s allegation.